Event description:
Information received notes that the device sensor programmed itself to off between patient follow-up visits. The patient com mented that she experienced "funny" turns which felt the same as when capture was lost during the vv lead threshold tests. When the sensor was off, no diagnostics were avail- able. Following explant, the device was dropped to the floor by t he scrub nurse. Subsequent interrogation revealed malfunction and intermittent measured data.